Event description:
It was reported that the patients ipg was not holding a charge and required much more charging than usual. The patient underwent and ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned by the facility.

Manufacturer narrative:
Exact date unknown, event occurred in 2021.